Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not been receiving inadequate coverage due to receiving stimulation in an unintended area. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor decided to implant an additional lead (different model) by disconnecting one of the tails of the existing lead from one of the patient's extensions. High/invalid impedance became present once the additional lead was connected to one of the extensions. Adequate coverage was present before the procedure was completed via programming. Post-op, impedance remained high/invalid but adequate coverage was still present.